Event description:
It was reported that during a pph procedure, after firing and inspecting the staple line, the anterior portion was not resected. The staples were malformed. Unk how the case was completed. No pt consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.